Event description:
The patient reported that the device malfunctioned resulting in "medical issues" for the patient that then needed to be treated. Follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.